Manufacturer narrative:
As reported, the capsure fixation device fasteners could not fixate the mesh. Evaluation of the returned sample could not reproduce the reported event. The device functioned as intended during functional and simulated use testing, deploying the last remaining fasteners with no issues. There is no indication the device would not fixate as the device was also used to finish the procedure with no further issue. The most probable cause is an event occurring user device interface. No manufacturing anomalies found. Review of manufacturing records shows product was made to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precaution section of IFU states, ¿use caution when applying the capsure fastener over or in proximity to underlying bone, vessels, nerves, or viscera" and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during tapp technique the capsure fixation device was used to fixate the 3dmax mesh. However, the deployed fasteners could not fixate the mesh. It was noted that following fixation to cooper¿s ligament, the impact felt unusual. Subsequently, an attempt was made to fixate the mesh to soft tissue, but this was unsuccessful, and a fastener fell into the abdominal cavity. The fallen fastener was retrieved, and the procedure was completed using the same device. There was no reported patient injury.